Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No power error, unexpected low battery alarm or power loss alarm noted. Pump trace download analysis confirmed the pump alarmed replace battery alert and replace battery now alarm. The power management tool confirmed replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received insulin pump was low battery. Customer's blood glucose value was 6.8 mmol/l at the time of the incident. Customer will return device for analysis.